Manufacturer narrative:
A ge oec service representative investigated the issue and found issues with the interconnect cable. The pins in the lemo receptacle were re-seated and the connection of the interconnect was tightened for proper fit and contact. The system was tested, found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system would not power up the mainframe c-arm. Workstation had power, c-ram would not boot.